Event description:
Rupture of bilateral mcghan double lumen - saline outside, silicone inside - breast implants which were inserted. Except for non-cosmetic puckering and shrinking of "breasts", no sequelae.